Manufacturer narrative:
The ventilator was investigated on site and the air gas module were replaced and returned for investigation. Simulated use test of the received air gas module has not reproduced the described customer issue. Evaluation of the received device log shows matching event between june 7, at 10:05 and june 12, at 02:37, several alarms for low o2 concentration and airway pressure alarms were generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module, where concluded that the solenoid has a contributing effect to this behaviors. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reporting that the o2 concentration was fluctuating. There was no patient harm. Manufacturer ref.#: (B)(4).